Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the pump booted to the verify screen with vibratory and audible features. An ezprime sequence and 24 hour duration test were successfully completed. No alarms related to the complaint were observed in the alarm history. The pump passed delivery accuracy test and was found to be delivering within the required range. Patient negligence issue - the pump subjected to conditions outside specifications. Battery compartment is cracked above and below the bumper pad. The display screen has a pinkish contrast. Returned battery cap was not returned. Test battery cap /returned cartridge cap used to complete testing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a pinkish contrast with the display. This report is made based on results of investigation completed on (B)(4) 2015.